Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, lot# v535392, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported ¿when they did the second side the patient couldn¿t talk or walk anymore (start the day of implant), and so the reason they died on (B)(6) 2018 was because they couldn¿t swallow anymore.¿ the consumer was ¿pretty sure that it was associated with where they placed the stimulator as it affected the patient¿s voice, and his swallowing was in that area also.¿ the consumer then stated ¿that is what happens to patients with parkinsons right; it probably made it happen sooner¿ but the consumer didn¿t hold a grudge and didn¿t know if the death was related to the device or therapy. Relevant medical history includes parkinson¿s dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.